Event description:
A non-health care professional reported following the intraocular lens implantation the patient had to quit sewing due to blurry vision and sees red dots and white flashing lights.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).